Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, device malposition requiring intervention, embolization including air, calcific valve material or thrombus, and death are known potential risks and adverse events associated with the overall procedure including complications associated with standard cardiac catheterization for the transapical access procedure, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. A technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the exact cause for the reported events cannot be confirmed; however, per report, the failure to recover an adequate blood pressure was associated with the native flailing leaflets noticed on top of the sapien valve in the tee. According to the information provided, the valve was positioned as recommended post deployment . Nevertheless, it appears that a fairly mobile overhanging leaflet affected the sapien valve function. This is supported by the clinical details stating that the blood pressure improved after deployment of the 2nd valve in a slightly higher position. Other patient and procedural factors which may have contributed include the patient¿s baseline low ejection fraction of 35% and the delay in starting the cpb. While it is not possible to confirm the embolic event that was reported to have contributed to the patient¿s death, prolonged hypotension is a known potential contributing factor to bowel ischemia. The device is not available for evaluation. There was no allegation of device malfunction. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Per the edwards lifesciences territory manager (tm) report, during a transapical tavr procedure the patient became hypotensive after deployment of a 26mm sapien valve. CPR and cpb were initiated. Tee revealed the native valve leaflets flailing above the top of the frame. A 2nd sapien valve was implanted. Case summary: bav was performed without incident. The sapien valve was aligned in a 50:50 position. The patient's blood pressure was 110/50mmhg prior to the rapid pacing run for valve deployment. Rapid pacing was initiated and the valve was deployed ¿with an excellent visual 50:50 deployment¿. Post valve deployment, the blood pressure did not recover from pacing so ¿CPR was started to get the valve and ventricle moving¿. Epinephrine was given; the blood pressure was 75/35mmhg with chest compressions but there was no pressure when CPR was stopped. According to the report, a decision was made to go on bypass but there was a 20-25 minute delay due to poor groin access and difficulty passing the cannulae and there was a delay getting tee imaging. Although CPR was steady and consistent through this time, the blood pressure remained low (75/30mmhg) and it lagged even with medication. When imaging was finally available, tee revealed flailing leaflets above the top of the frame even with the valve in good position, ¿50:50 and square¿. A 2nd 26mm sapien valve was placed 5mm above the top of the frame of the 1st sapien valve. The patient's pressure normalized to 120/55mmhg after several minutes of circulating more epinephrine with CPR. The 2nd valve functioned well, with all leaflets coapting; no native leaflets were seen above the frame. The patient remained stable as the apical incision was closed and he was weaned off bypass. At the end of the procedure, he was reported to be stable. Later that day the tm was notified that the patient had expired. It was thought that he had a pulmonary embolus and ischemic bowel and that a clot may have been present which led to an embolic event.